Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate remained static. Fill estimate was accurate at the time of report. Customer¿s blood glucose was 199 mg/dl.